Event description:
Laparoscopy injection needle, 22 tip gauge was connected to extension tubing and syringe. Needle introduced down 5 mm trocar and needle tip broke during attempt to pass through trocar trap door.